Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, upon the removal of esheath with dilator in place following successful placement of 29mm sapien 3 valve in the aortic position via transfemoral approach, an acute dissection was noted at access site. Surgical cutdown was required. The 16fr e-sheath was observed to be ¿split¿  once removed. The physician felt this was related to the dissection noted in the cfa.  The split was at the tip of the sheath, through the liner. The patient was stable and discharged home 2 days later.

Manufacturer narrative:
(B)(4). The esheath was returned after being used in the procedure, with the introducer inserted through the sheath. Visual inspection revealed the liner was torn 7¿ from the distal tip and there were scratches on the sheath shaft near the distal end. No soft tip damage and no distal tip split was observed. Due to the condition of the returned device and nature of the issue (liner torn), no relevant functional testing was performed. Dimensional analysis found the liner thickness to be within specification at all measured locations. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The complaint was confirmed, as a liner tear was observed on the returned esheath. No manufacturing abnormalities were found on the returned device, dimensional measurements met specification. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. Since the occurrence rate does not exceed the june 2019 control limit for the applicable trend category, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter.  The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length.  This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents.  Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed.  Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage.  Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. No manufacturing abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Vascular complications are typically related to a combination of vessel size, tortuosity and calcifications. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the scratches present on the distal portion of the sheath are indicative of calcification present in the patient vasculature, as sharp nodules of calcification can create marks in the form of scratches on the sheath.  Available information supports that patient factors likely led to the reported events and there is no evidence of device malfunction or manufacturing non-conformance.   The cause of the access site vessel dissection cannot be confirmed.  However, it was likely related to the same patient factors (i.e. Vessel calcification) that resulted in the liner tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.